Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) units EKG cable is bad. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) solved issue by phone. Customer tested ECG cable. Waveform populated. The iabp was then released and cleared for clinical service.

Event description:
N/a.